Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported by the customer that this event involved a male pt (B)(4). The pt was a burn victim with "important" burn. The nurses noticed that when they administrated products in the proximal port, a high blood pressure with arrhythmia occurred. They checked the assembly of the catheter and everything was okay. This issue occurred twice, the catheter was withdrawn. As a result, another catheter was inserted without event. The pt is fine. This was the first time this issue occurred for this user. There were no reported pt complications.